Manufacturer narrative:
(B)(4). D6a: implant date ¿ (B)(6) 2024. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately four months post-implantation, the patient underwent a hip revision due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reevaluation of the reported event, this device was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon reevaluation of the reported event, this device was determined to be not reportable as this product was not involved in the event. The initial report should be voided.